Event description:
After subscribing to the byrte tooth aligner program for approx. 4 months through 14 steps I developed tooth pain, jaw clicking and earaches. I discontinued use of the byte aligners in mid-october and contacted byte through a very unresponsive support system. The tooth pain continued. On nov 3 the crown on one of my very sore molars popped out (the good news is the tooth no longer hurts). On nov 4 byte emailed me their urgent field safety corrective action safety notification notifying me that the byte aligners are not always appropriate. I have acknowledged their notification hoping I have not relinquished my rights, it appears I have spent considerable funds for a byte product I should not have been sold, that has not corrected my teeth alignment and damaged my teeth, gums, bite and crown.